Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was blood present on the loading device from handling. The tension spring assembly and the anchor tab were inside the delivery device. The seal was under the window of the loading device. The seal was cracked along the first row of the outer edge. The appearance and location of the cracked area suggest that force from normal loading pressure caused the seal to crack. It appears that as the delivery tube was advanced it was making contact with the seal. The blue slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load which caused the seal to crack. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that prior to using the seal, the doctor inspected it and noticed the two hsiii seals were cracked. A third seal was used to complete the case.